Event description:
It was reported that an unknown solution set had a back check valve failure. It is unknown if there was patient involvement; no injury or medical intervention was reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The actual sample was not received, however, a photographic sample was provided for evaluation. The reported problem was unable to be confirmed with the evidence provided. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation. Therefore, no analysis could be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.